Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemic events with a blood glucose value of 589 mg/dl. The customer was tested for ketones. The customer was treated in the intensive care unit. The customer also stated that they believed that their pump was not working. No further patient complications were reported. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was active at the time of the incident. It was noticed that the customer would discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(4), svn#: (B)(6) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and high bgs found on 05-apr-2023. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged ems dispatched, visit to emergency room and was hospitalized due to collapsing, being in afib and high bgs found on 17-feb-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/18/2023 to 03/04/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 05-apr-2023 and 17-feb-2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 05-apr-2023 and 17-feb-2022 in the formatted history file. There was no data available to verify no delivery alarm/insulin flow blocked alarm for the event date of 05-apr-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 28-feb-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 28-feb-2024 listed on smartsolve. Dailytotalcollectionstarttime = 02/28/2024 00:00:00.000 dailytotalofallinsulindelivered = 1.2 dailytotalofbasalinsulindelivered = 1.2 dailytotalofbolusinsulindelivered = 0 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date 28-feb-2024 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated narrative: the customer also stated that they had a possible under delivery anomaly.